Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt has recently undergone blood test for chromium and cobalt levels which revealed elevated chromium and cobalt levels in her blood and has pain and discomfort in her right hip. It is further alleged that the pt has entered into a course of monitoring of the hip which may result in a determination that the right hip will need to be replaced in the near future.